Event description:
Blue coating flaked off in pt. Customer states the correct power settings were used. Suction was performed but pieces could not be retrieved from pt. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated. Device has been sent to MFR for evaluation. A follow up report will be submitted upon completion.